Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01920. It was reported that the patient experienced uncomfortable stimulation while using the device. In turn, patient underwent surgical intervention on an unknown date wherein the entire scs system was explanted. No new products were implanted. No additional information is available.